Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, foreign material like metal entered the eye when using the phacoemulsification handpiece. The phaco tip and sleeve were exchanged to resume the case. The particles were aspirated from the eye during the initial procedure, however there are two foreign materials retained near the iris. Inflammation eye drops have been prescribed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting the handpiece is cleaned and sterilized. The doctor indicated the metal particle did not come from the ultrasonic tip despite previous report. A company representative reviewed the surgical movie and reported the size of the particle is larger than 0.3mm as it could not be aspirated by using 0.3mm ia tip. The particle appeared to be metallic on one side and rust color on the other side.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting there was no inflammation and the eye drops have been discontinued.

Manufacturer narrative:
The phaco handpiece involved in the event was received and a visual assessment of the returned sample showed no visible nonconformities. The handpiece was flushed for metal particulates testing. The sample particulates were visually and microscopically analyzed and found to contain dark, natural fibers up to 640 m in length as well as small reflective particles up to 30 m in length. The dark, natural fibers were identified and the best match was wypall (paper). The reflective particles were observed to contain elements including carbon, oxygen, silicon, aluminum, and magnesium; however, the exact origin and quantity of metallic particles remains inconclusive. The presence of these elements identifies the reflective particles as aluminum. The handpiece was then connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. It should be known that company handpieces are inspected during manufacturing for metal particulates. No nonconformities were observed during manufacturing of this handpiece and no company products that interface with the patient contain aluminum. Therefore, it is not possible that the metallic particles originated from the handpiece. The customer reported general dissatisfaction with the second phaco handpiece that was returned. The phaco handpiece was received and a visual assessment of the returned sample showed no visible nonconformities. The handpiece was flushed for metal particulates testing. The particulate sample was visually and microscopically analyzed and found to contain dark fibers up to 771 m in length, gray particles up to 171 m in length and clear particles up to 114 m in length. The dark fibers were identified and best match wypall fibers, the grey particle best matches polyester, and the clear particle best matches cotton. However, the exact origin and quantity of particles remains inconclusive. Metallic particles were not identified during particulate sample analysis. The handpiece was then connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product specifications. It should be known that company handpieces are inspected during manufacturing for metal particulates. No nonconformities were observed during manufacturing of this handpiece. The phaco handpiece was manufactured on august 17, 2011. Based on qa assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The console operator¿s manual includes warnings: the torsional and high performance u/s handpieces are surgical instruments and must be handled with care. The handpiece tip should not touch any solid object while in operation. Immediately following surgery the handpiece must be thoroughly cleaned. Be sure the cord plug is completely dry before connecting it to console. For cleaning and sterilization procedures, see the directions for use (dfu) supplied with the handpiece. During any ultrasonic procedure, metal particles may result from inadvertent touching of the ultrasonic tip with a second instrument. Another potential source of metal particles resulting from any ultrasonic handpiece may be the result of ultrasonic energy causing micro abrasion of the ultrasonic tip. The surgeon did not note if he uses a second instrument during phaco. No samples were received for evaluation. The phaco handpiece was manufactured on october 5, 2016. Based on qa assessment, the product met specifications at the time of release. Based on qa assessment, the product met specifications at the time of release. No phaco tip was returned for metal-like fragment near the iris report. No phaco tip lot number was identified with this complaint; therefore, a lot number history review could not be conducted. All phaco tips are 100% visually inspected by trained operators using 30x magnification before release. There is no evidence that the design or manufacturing of the phaco handpieces or phaco tip contributed to the reported event. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Additional information was received from the customer who believes the phaco tip was the cause of the event.